Event description:
The date above is the procedure date of "final" surgery of augmentation mammoplasty (breast implants to both breasts due to mastectomy from breast cancer of the right breast. Left was left untreated until final implant surgery). I've actually been suffering from ra, fibromyalgia and other health related issues for 10 years due to previous breast implants from the 1980's that began to disintegrate earlier on. From my research I suspected my issues were due to these and was weary of replacing with new ones. I was told it was my only option and the implants were safe and were unrelated to autoimmune disease or cancer. However, I noticed a significant decrease in my health issues after a complete mastectomy of the right breast (possibly 50% pain was lessened.) I had stopped all pain medication within 3 days of mastectomy. Yet found myself feeling better than I had in years. Much later after some healing to the area, I received 'silicone fills' to the area where an expander was placed to stretch the muscle from the removed breast. Within weeks the pain and issues slowly returned. After the final surgery mentioned above, my pain and issues doubled and were much more worse than I had with the old implants. My pain and swelling continues to increase. My joints are beginning to knarl up and I'm at loss with what to do, as I've been trying to report these issues for years to doctors and my surgeon with no results. The implant brand is "mentor". I'm in the process of undergoing more tests and was told no reporting would be done to FDA/manufacturer unless cancer is shown. Several mini strokes. FDA safety report ID # (B)(4).